Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone to obtain;patient treatment settings, patient information, patient photos, and sun exposure. No additional information has been provided by the user facility. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that three (3) patients sustained a burn of unknown severity to face and neck anatomical area following treatment with a lumenis lightsheer desire laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.